Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer states that numbers are not ramping on their own and scroll bar was not moving with no input. Trouble shooting was performed for keypad anomaly. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged aa battery. Customer stated the buttons were responding. It was also reported that the insulin pump was delayed in responding after pressing up and down however needs to press it twice before it works. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection.